Event description:
The event is reported as: customer alleges: staples is impossible to use because it is not possible to neatly appose skin accurately, when the trigger is depressed it jolts an uneven/unsatisfactory closure. No pt injury reported. Add'l info was requested.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to trend relating complaints.